Manufacturer narrative:
(B)(4). Additional information: the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Based on the photographic evidence of the subject ple60a device utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication.

Event description:
It was reported that during a bariatric procedure, on the 3rd firing with the green cartridge, the staples did not fully close in the middle portion of the staple line on the specimen side. The same device was reloaded and used to complete the procedure. Green cartridges were used for all firings. The bmi of the patient was unknown. There was no patient consequence.

Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.